Event description:
It was reported that a patient presented for a right ventricular (rv) lead revision due to dislodgement. During the revision, the atrial lead was dislodged as well. The physician elected to explant and replace both the rv and atrial leads. The patient condition was stable following the procedure.